Event description:
A customer reported that a cartridge was not fully snapped into the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove the o-ring from the pneumatic tap and clean the area but the cartridge could not be successfully loaded despite multiple attempts. Reportedly, customer reverted to a backup insulin pump for insulin therapy.